Event description:
During a procedure, the helical blade coupling screw broke off while the surgeon was inserting the helical blade. The broken fragment did not fall into the patient. This event happened at the end of the procedure. The surgeon used pliers to complete the procedure. The procedure was delayed for approximately two minutes.

Manufacturer narrative:
Device was used for treatment. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.